Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The cannula was inspected and the tube was able to move with respect to the bowl feature. The weld that joins the tube and the bowl was cracked around the circumference. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a hysterectomy with bso da vinci assisted procedure, the hub detached from the single-site curved cannula accessory. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.